Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency you are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that after the patient presented with an acute myocardial infarction, an attempt was made to treat the target lesion in an unspecified vessel by performing pre-dilatation with an unspecified balloon catheter, followed by advancement of a 2.5x8 promus rx drug-eluting stent delivery system, however, the promus would not cross the lesion. The promus was withdrawn with resistance felt. A 3.0x12 promus rx stent delivery system was also advanced to the lesion, but unable to cross. Resistance was also felt during removal of the 3.0x12 promus rx. The procedure was completed with a non-abbott stent. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.